Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the refrigerator not detected on bus. A field service engineer (fse) had rebooted the med station and the es refrigerator with the key. The fse then tested and was able to recover the failed refrigerator afterward issue was resolved. The system functioned as intended after the field service engineer repaired the device.